Event description:
It was reported that the printer on the programmer was broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the printer drawer is broken. Analysis also found the rf (radio frequency) connector is loose and has cracked solder joints on a printed circuit board assembly. It was noted the system fan and power supply fan are noisy. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).